Event description:
It was reported the video telescope image was cutting out. The issue occurred during and unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The video cable was broken and therefore the image was not displayed. The device evaluation also found the coverglass of the insertion section was broken and the fiber bonding of the outer tube distal end was damaged. The most probable cause of the complaint is expected or random component failure without any design or manufacturing issue. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.